Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. Insulet tried to follow for more information but was unsuccessful. The patient was waiting for a new controller but had to go to the hospital before it was delivered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.